Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of  400 mg/dl at the time of the event. It is also reported drive support cap was loose and stick out. Troubleshooting was not performed.  It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.